Manufacturer narrative:
(B)(4). Only publication year (1999) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported via literature entitled: current state of laparoscopic surgery of gastric carcinoma. Citation: chir gastroenterol 1999;15:260-264. The purpose of this study is to discuss the effectiveness of laparoscopic surgery (partial or total gastrectomy) concerning the oncosurgical precision and feasibility despite a high technical and temporal expense. From dec 1995 to dec 1998, a total of 10 patients (n=5 male, n=5 female, between the ages 44 to 82 years) underwent laparoscopic partial or total gastrectomy with d2-lymphadenectomy for malignant gastric process. The left gastric artery was occluded with absolok-plus clip and depose it in a truncated manner. After replacing the 12mm trocar on the left costal arch with a 33 trocar, the 25mm gas-tight circular stapler (ilc, ethicon) was inserted. The pressure plates were distanced and the head placed in the esophagus or stomach sleeve. The pouch suture was knotted intracorporeally. Afterwards the stapler was disconnected and the shaft was removed. Now, the proximal jejunal loop was visited and the duodenojejunal flexure unequivocally identified. Postoperative complication included an (B)(6) male patient who had duodenal insufficiency (duodenal leakage) which was revised on the first postoperative day by re-stapling. Laparoscopic gastric resection will remain the privilege of a few laparoscopic all-round surgeons. For severe malignant disease, partial or total laparoscopic gastric resection is technically feasible and excellently feasible under standardized conditions. Surgically and histologically, the same radicality can be achieved as in the open procedure. The benefits are low complication rates and functional benefits.